Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: 3 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional report related to implant loosening. Total for lot number: 1 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 4. By product family: 202 (49x smartset ghv, 133x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 15 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x2. On (B)(6) 2018, the patient underwent a right knee revision due to medial instability, and poly ethylene exchange. The surgeon reported the patient had gross medial instability, and that a poly exchange would not provide adequate stability, so proceeded with a complete revision. The surgeon noted the femoral component was well-fixed. He indicated the tibial component was grossly loose and was lifted out without adherence of cement to the tibial tray. The surgeon did not comment on the patella, and it was not revised. The patient was implanted with attune knee system and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2014, dor: (B)(6) 2018 (rt knee).